Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge. Reportedly, the cable was damaged at the pins as well as the pump. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.